Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device locking components were damaged. It was noted that there was a locking defect, the gear shaft was broken, the motor and control unit was rusted, and there was liquid damage. It was also noted that the device failed pre-repair diagnostic tests for loctite & cable assessment, cutter lock assessment, and motor thermistor assessment. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that the motor device was noisy and the motor was heating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.